Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement of the internal device.surgery to replace the magnet has been completed (date not reported).